Manufacturer narrative:
Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 26-feb-2008, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 26-feb-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that during the call the patient said they were still shaking because they misplaced one of the leads and still had shaking problems. The patient said after the initial implant they just slightly had some of their original tremors then about 3-4 years later they started to tremor and lately they started shaking quite seriously. The patient said because of the shaking they were trying to determine if they wanted to have it redone. The patient said when they started realizing they had a shaking problem they did an MRI and discovered one of the leads was off slightly. The tremors have slowly gotten worse. There were no further complications reported.